Event description:
It was reported that during the use of the product, a "no message" alarm went off. No additional information is available for this complaint. No patient injury was reported.

Manufacturer narrative:
Report source: manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown. Device evaluation. The device was not returned for analysis. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition, all was intact, no physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was not verified/duplicated. The investigation could not confirm the customer reported issue. A possible defective downstream occlusion sensor or cassette product was believed to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Mfg. Date. 05-dec-2019; model number: 6500.